Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference article ¿ghobrial, joanna, brian reemtsen, daniel s. Levi, and jamil aboulhosn. "Trans-apical systemic tricuspid valve-in-ring replacement." Catheterization and cardiovascular interventions (2018).¿ per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis and for pulmonic indication. Deployment of the, sapien xt valve in previously implanted tricuspid ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Per the article, potential asymmetric under deployment, and the asymmetric shape of the mc3 ring with an open edge likely caused the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through article" trans-apical systemic tricuspid valve-in-ring replacement", approximately 18 months post implantation of a 29 mm  sapien xt valve in a pre-existing tricuspid ring via trans-apical approach,  the patient complained of worsening dyspnea. Echocardiography demonstrated progression from mild to moderate medial perivalvular regurgitation (located at the open portion of the ring). At 20 months post valve implantation, the patient underwent repeat intervention with ¿trans baffle puncture¿ and balloon dilation of the sapien xt valve with a 26 mm × 2 cm balloon which reduced the perivalvular regurgitation. It was noted by tee and fluoroscopy that the valve diameter was 23 mm by 26 mm suggesting potential asymmetric underdeployment despite over inflation by 2 ml during the initial procedure, potentially due to the asymmetric shape of the mc3 ring with an open edge, and the round symmetric design of the sapien valve. After balloon dilation the inner diameter increased to 26 mm by 26 mm.